Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that this was a primary surgery performed for reverse shoulder with delta xtend on unknown date in 2022. On april 12, the surgeon reported that infection was suspected via email. On april 19, a revision surgery was performed, and the implant was replaced. We went attention to the sales rep to comply with the prescribed reporting date. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.